Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to left femoral deep venous thrombosis and heterozygous for the factor v leiden mutation. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, and the ppf indicates that the filter is unable to be retrieved although there have been no known recorded retrieval attempts. The patient is reported to continue to experience anxiety related to the device.

Manufacturer narrative:
Section b5: addendum for additional information received:additional information received from the discovery form states that the patient had leg pain and swelling. The patient alleges to have infections attributed to the ivc filter and states that will be on warfarin for the rest of their life. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to left femoral deep venous thrombosis and heterozygous for the factor v leiden mutation. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, and the ppf indicates that the filter is unable to be retrieved although there have been no known recorded retrieval attempts. The patient is reported to continue to experience anxiety related to the device and also reports leg pain and swelling. The patient also indicated that they have infections attributed to the filter and that they will remain on warfarin for the remainder of their life. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported infections, leg pain and swelling experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, infections, leg pain and swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to left femoral deep venous thrombosis and heterozygous for the factor v leiden mutation. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, and the ppf indicates that the filter is unable to be retrieved although there have been no known recorded retrieval attempts. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.